Event description:
Device issue: foreign material on stent. Time of device issue: during procedure. Adverse event: none. It was reported that the procedure was to treat a very calcified lesion and the 2.25 x 08 mini vision was advanced, but was unable to cross. The device was removed and discarded. The 2.25 x 12 minivision was advanced and the stent also could not cross due to the heavy calcification; however, during removal of the device, there was a lot of resistance with the anatomy. The device was removed through the guide catheter and once outside the patient, the struts were observed to be flared and some plastic was attached on the struts. An attempt was also made to place a non-abbott stent, but this was also unsuccessful and the decision was made to end the procedure. The patient was treated with medical therapy only. There were no patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). Anti-backup failure the analysis results found that the device was received in good visual condition. In an attempt to replicate the event reported, the device was tested for functionality. Upon functional testing, due the antibackup feature was non-functional two unformed clips were fed. The remaining clips were conforming according to our manufacturing specifications. Possible causes for this condition may be attempting to squeeze the device trigger when it has not fully returned or stopping the firing sequence and pulling the trigger open. The device locked out as intended but the orange indicator was not visible. These findings are not related with the event reported. No incident related to the reported event was observed during the batch record

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the surgeon said on the fifth clip after removing the gall bladder he squeezed the trigger it made a crunching sound. When he tried to remove the device it stuck on tissue and he could not get the jaws to open. The surgeon contacted the rep and he instructed him to follow the IFU and manually manipulate the black firing trigger. The device then opened with no tear to the tissue. They completed the procedure with a new like device. There was no patient consequence reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.